Event description:
A new ICU medical small-bore 1.2 micron lipid filter stopped infusing lipids for almost 12 hours. A 2nd replacement filter also did not infuse. We suspect lipids clogged the small filter. The filter and lipid syringe changed mid-afternoon and appeared to be infusing properly. It does not appear there was direct harm to patient from the difficult lipid infusion.